Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump had a touch screen keyboard problem. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the touch screen assembly.the unit was tested to manufacturer's specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received part display with a reported unit failure of touchscreen keyboard problem. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part display into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. The fat dept. Proceeded to perform calibration of the touchscreen. The fat dept. Observed the error that verification of calibration failed. The fat dept. Was not able to calibrate the touchscreen. The touchscreen failed testing. The fat dept. Verified the failure of a touchscreen problem. Retaining the touchscreen in the fat dept. Per procedure. The most probable root cause is component reliability.